Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms: after procedure. It was reported that immediately post uneventful right internal carotid artery stenting procedure, the patient was taken to the cardiac catheterization laboratory and developed ventricular fibrillation and was coded aggressively according to advanced cardiac life support protocol. There was an attempt with salvage angioplasty and intraortic balloon pump placement. The patient developed pulseless electrical activity and expired. No additional information available. Study event.

Manufacturer narrative:
This report was inadvertently submitted under the incorrect manufacturing report number 2024168-2007-00251. This report reflects the correct manufacturing number as indicated.